Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of image black-out was confirmed. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope, a blackout occurred when twisting the scope body during use for an unknown diagnostic procedure. There were no delays reported, and the procedure was completed with the same device. There were no reports of patient harm.